Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data was extracted revealed that the wand was activated previously and experienced a "wand shorted notification" error. The device connected to a known good controller, and generated plasma on all three settings. The error did not occur during testing. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include: previous use; disconnecting the wand from the controller after power has been turned on. An issue with one of the concomitant devices in use at the time of this complaint event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy using the werewolf flow 90 coblation wand an error for wand short circuit appeared. The procedure was successfully completed with back-up device. No patient injuries and complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.